Manufacturer narrative:
A service history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm for upstream occlusion when the primary unvented intravenous (IV) tubing was noted to be visibly kinked upstream at the 'sp 5-1' coronary care unit (ccu). The prescribed flow rate for piperacillin/tazobactam was 33 ml/hour and the volume to be infused (vtbi) on the pump appropriately read 0.9 ml, but the visible volume remaining in the bag appeared to be a nearly full bag (100ml).the device was swapped out and there was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Corrected information h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The user facility submitted medwatch (B)(4) for this event.